Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (456 mg/dl) with medium to high levels of ketones present. The customer went to the emergency room (ER) for about 9 hours and was treated with IV fluids and manual injections to stabilize bg level. While in the ER air bubbles and air gaps were noted in the infusion set tubing. The customer loaded a new cartridge and infusion set and the issue was resolved.